Event description:
It was reported that the device shifted proximally. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa and release criteria was then checked. After all the release criteria was met the physician unscrewed the closure device from the core wire. The closure device was successfully implanted in the laa of the patient. Within 5 minutes of releasing the closure device it was noted that the device had shifted proximally. The physician snared the closure device and removed it from the patient. A new 24mm wds was used to successfully complete the procedure. There were no other complications that were reported to have occurred. The patient did not experience any consequences as a result of this event and will be discharged from the hospital.